Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, few months post implant of perfix plug, patient was diagnosed with nerve damage and chronic pain. This emdr represents the perfix plug (device #3). Additional supplemental emdr was submitted to represent the 3dmax (device #1) and additional emdr was submitted to represent the 3dmax (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per information provided by patient's attorney: (B)(6) 2012 - patient was diagnosed with indirect left inguinal hernia, abdominal wall lipoma thereby underwent laparoscopic repair with the implant of 3dmax mesh (device #1). Per operative notes, ¿indirect inguinal hernia was encountered and reduced. A 3dmax mesh (device #1) was placed into the preperitoneal space and it extended from the anterior superior iliac spine laterally to the pubic tubercle medially and covered the direct, indirect, and femoral spaces. The mesh remained flat against the abdominal wall.¿ (B)(6) 2012 to (B)(6) 2012 - patient visited hospital for recurrent left groin pain. (B)(6) 2012 - patient was diagnosed with indirect right inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh (device #2). Per operative notes, ¿the left side was heavily scarred and could not see the edge of the mesh right at the pubic tubercle and no signs of hernia recurrence, but there was too much scar tissue, and the mesh was really socked in. There was a couple of adhesions of the colon to the peritoneum and it was removed. The mesh was completely flat against the abdominal wall (device #1). On the right side, small indirect inguinal hernia was noted and reduced. A 3dmax mesh (device #2) was placed in the preperitoneal space and the mesh went from anterior superior iliac spine laterally to the pubic tubercle, medially covered the direct and indirect femoral spaces. The mesh remained flat against the abdominal wall.¿ (B)(6) 2012 - patient visited hospital for right lower quadrant abdominal discomfort since the surgery and no groin pain. (B)(6) 2012 - patient visited hospital for severe right groin pain and CT imaging was performed. (B)(6) 2013 - patient visited hospital for right sided groin tenderness. On examination, patient had a little bit of swelling and there is no sign of infection or recurrent hernia. (B)(6) 2013 - patient visited hospital for some tenderness right at the external ring on the left side, felt a lump that comes and goes. Also, patient had right sided pain and CT imaging was performed. (B)(6) 2013 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #3). Per operative notes, ¿dissected the spermatic cord off the inguinal floor. Patient had a large lipoma of the cord, which was separated and trace back to the external ring. Excised the clamps lipoma and raised the level of the external ring, excised it. A perfix plug (device #3) was placed into the external ring and sutured. An onlay patch was then placed along the inguinal floor and sutured. (There is no mention/visualization of 3dmax mesh (device #1) in operative notes). (B)(6) 2013 to (B)(6) 2014 - patient visited hospital for chronic left groin pain. (B)(6) 2015 and (B)(6) 2015 - patient visited hospital for nerve pain status post hernia surgery (nerve caught in mesh). (B)(6) 2015 - patient visited hospital for chronic groin pain after prior inguinal hernia repairs. Attorney alleges that the patient had adhesions, nerve damage, pain, hernia recurrence and emotional injuries. It was also alleged that the patient had rashes, groin pain, testicular pain, dyspareunia, diarrhea, constipation, fever, joint aches and pains, significant reduction in consortium activities due to pain in groin during intercourse, mesh was heavily scarred, hematoma, lipoma and loss of ilioinguinal sensation.